Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver dilaudid (hydromorphone) 2mg/ml at 0.25mg/day. It was reported that, per the physician, the top of the patient's pump was flipped outward, which was causing discomfort at the pump site. In regards to any environmental, external or patient factors that may have led or contributed to the issue, body habitus was noted. The patient was obese and the pump was located at abdominal folds. Diagnostics or troubleshooting performed was not applicable. On (B)(6) 2023, the patient was taken to the operating room for a planned pocket revision. After opening the existing pocket and removing the pump, the physician made a small incision at the top of the "capsule" of the pump pocket. The pump was then placed back into the pocket and the top of the pump was placed into the incision site that was made at the top of the capsule to keep it from flipping forward. The physician then placed two separate sutures on opposite sides of the pump and secured them to the top two quadrants of the pump. A final catheter aspiration was done with ample return of cerebrospinal fluid (csf). The incisions were then irrigated and closed. At the time of this report, the issue was resolved and the patient status was "alive - no injury". The patient's weight and medical history were asked but were unknown.